Manufacturer narrative:
Date of postoperative nail breakage is unknown. Device was implanted sometime in (B)(6) 2017; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell postoperatively from an original surgery and fractured her femur, and broke the trochanteric femoral nail. The original surgery was done sometime in (B)(6) 2017. The patient underwent a reoperation on (B)(6) 2018 to remove broken nail and insert a new one. The procedure was successfully completed with no complication. There were no fragments generated from the broken device; no other medical intervention was required. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1), screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 11mm/130 deg ti cann tfna 380mm/left - sterile. This is report 1 of 1 for complaint (B)(4).